Manufacturer narrative:
On may 03, 2023, mentor received additional information. The healthcare professional indicated that incorrect device information was originally submitted. The new device identity was reported as the following. The catalog is the same for both devices. Lot: 7640057. Serial: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on lot 7640057, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient underwent a breast augmentation revision surgery with implantation of a 650cc mentor siltex contour profile spectrum saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during an in-office visit with a medical professional as the right breast was smaller. As a result, the patient underwent bilateral removal and replacement with 800cc mentor memorygel breast implants on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2023, mentor completed an evaluation on the returned device. The product was returned to mentor for evaluation with approximately 26.1 cm of tubing attached to the implant, the connector and injection dome were received too. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 1.2 cm a microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).